Event description:
This unsolicited case was received from (B)(6) on 29-mar-2018 from a patient and other non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and the same day difficult to stand on her right leg and after unknown latency had right knee got worse after synvisc one and mild allergic reaction to synvisc. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in (B)(6) 2018, the patient commenced treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch number and expiry date: unknown). It has caused her right knee to have a reaction with severe swelling and immense pain. The same day, after returning home from doctor's room where the synvisc one was administered patient found it difficult to stand on her right leg so applied ice packs and took paracetamol (panadol). It was reported that doctor had reviewed patient regarding her right knee which sadly got worse after synvisc one injection (on monday). After a bad night patient saw another doctor bring closer, in the morning, then traveling all the way to see first doctor. Patient was told to take codeine phosphate/paracetamol (panadeine forte) and naproxen. The good news was that she had seen doctor on day 2 and described being a lot worse on day 1 and being a bit better on day 2. Doctor was confident based on this progress (and the fact it was her second dose) that it was a mild allergic reaction to synvisc one (onset: unknown; latency: unknown). The differential which was always a concern was joint infection, but this was very unlikely to get really bad quickly and then settle down quickly. Based on this confidence doctor gave her 1 ml betamethasone (celestone) to the joint. Doctor prediction was that this would quickly make her knee a lot happier. The cases doctor had this happen before (a small handful) have still felt a good 3 months from synvisc after celestone chaser undoes the flare. Batch number was recorded just in case but doctor thought it would be allergy rather than bad product. There was a small chance she would keep getting worse and sadly this might mean needing antibiotics or even to attend hospital and considering a washout for infection, but doctor reckon by tomorrow morning she would know she was good again. Doctor also thought it means no more synvisc one as it would be too risky to repeat. However, fewer injections were planned this year given her walking loads were more modifiable. It was reported that patient felt it necessary to wrote and inform of her disappointment with her second injection of synvisc one. Patient then called doctor rooms to, and managed to see her on wed (B)(6). Enclosed was a copy of her findings in a letter to doctor. Patient had also seen a physio for some treatment, who gave her some exercises to do to help keep up her joint movement. Thankfully patient was feeling a little better and her symptoms have started to ease. However, patient felt company should be made aware of her cases hence she was writing. Patient was concerned the synvisc one might had come from a problem batch. Patient complained about an inflammation of the knee following a synvisc injection (onset: unknown; latency: unknown). Patient wanted to be reimbursed. As it seemed it was an allergic reaction and not a faulty product, comp rep didn't think we would reimburse. Furthermore, comp rep believed the synvisc injection was performed on monday (B)(6) and the patient letter was written on the (B)(6), and knowing it could take several weeks before patients felt the pain relief following a synvisc injection, this patient could have experienced a mild allergic reaction but still benefit from the pain relief (which wouldn't have had time to occur at the time the letter was written). Corrective treatment: ice pack, paracetamol (panadol), exercise, codeine phosphate/paracetamol (panadeine forte) and naproxen, betamethasone (celestone) for all the events. Outcome: recovering/ resolving for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint was initiated and results were pending for the same. No further information was provided. Consent to contact for follow-up was given. Pharmacovigilance comment: sanofi company comment dated 3-apr-2018. This case concerns a patient who received synvisc one injection and later experienced weight bearing difficulty, and condition aggravated. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in a comprehensive case assessment.

Event description:
This unsolicited case was received from australia on 29-mar-2018 from a patient and other non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and the same day difficult to stand on her right leg and after unknown latency had right knee got worse after synvisc one and mild allergic reaction to synvisc. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in (B)(6) 2018, the patient commenced treatment with intra-articular synvisc one injection at a dose of 6ml once (indication, batch number and expiry date: unknown). It has caused her right knee to have a reaction with severe swelling and immense pain. The same day, after returning home from doctor's room where the synvisc one was administered patient found it difficult to stand on her right leg so applied ice packs and took paracetamol (panadol). It was reported that doctor had reviewed patient regarding her right knee which sadly got worse after synvisc one injection (on monday). After a bad night patient saw another doctor bring closer, in the morning, then traveling all the way to see first doctor. Patient was told to take codeine phosphate/paracetamol (panadeine forte) and naproxen. The good news was that she had seen doctor on day 2 and described being a lot worse on day 1 and being a bit better on day 2. Doctor was confident based on this progress (and the fact it was her second dose) that it was a mild allergic reaction to synvisc one (onset: unknown; latency: unknown). The differential which was always a concern was joint infection, but this was very unlikely to get really bad quickly and then settle down quickly. Based on this confidence doctor gave her 1 ml betamethasone (celestone) to the joint. Doctor prediction was that this would quickly make her knee a lot happier. The cases doctor had this happen before (a small handful) have still felt a good 3 months from synvisc after celestone chaser undoes the flare. Batch number was recorded just in case but doctor thought it would be allergy rather than bad product. There was a small chance she would keep getting worse and sadly this might mean needing antibiotics or even to attend hospital and considering a washout for infection, but doctor reckon by tomorrow morning she would know she was good again. Doctor also thought it means no more synvisc one as it would be too risky to repeat. However, fewer injections were planned this year given her walking loads were more modifiable. It was reported that patient felt it necessary to wrote and inform of her disappointment with her second injection of synvisc one. Patient then called doctor rooms to, and managed to see her on wed 21st. Enclosed was a copy of her findings in a letter to doctor. Patient had also seen a physio for some treatment, who gave her some exercises to do to help keep up her joint movement. Thankfully patient was feeling a little better and her symptoms have started to ease. However, patient felt company should be made aware of her cases hence she was writing. Patient was concerned the synvisc one might had come from a problem batch. Patient complained about an inflammation of the knee following a synvisc injection (onset: unknown; latency: unknown). Patient wanted to be reimbursed. As it seemed it was an allergic reaction and not a faulty product, comp rep didn't think we would reimburse. Furthermore, comp rep believed the synvisc injection was performed on monday 19th of march and the patient letter was written on the 22nd of march, and knowing it could take several weeks before patients felt the pain relief following a synvisc injection, this patient could have experienced a mild allergic reaction but still benefit from the pain relief (which wouldn't have had time to occur at the time the letter was written). Corrective treatment: ice pack, paracetamol (panadol), exercise, codeine phosphate/paracetamol (panadeine forte) and naproxen, betamethasone (celestone) for all the events outcome: recovering/ resolving for all the events seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 04-apr-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 04-apr-2018. Additional information received does not change the previous case assessment. This case concerns a patient who received synvisc one injection and later experienced weight bearing difficulty, and condition aggravated. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in a comprehensive case assessment.

Event description:
Difficult to stand on her right leg [weight bearing difficulty] . Right knee got worse after synvisc one [condition aggravated] . Mild allergic reaction to synvisc [allergic reaction nos] ([swelling of r knee], [knee pain], [joint inflammation]). Case narrative: based on the information received on 15-may-2018 the case became medically confirmed. This unsolicited case was received from australia on (B)(6) 2018 from a patient and other non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and the same day difficult to stand on her right leg and after unknown latency had right knee got worse after synvisc one and mild allergic reaction to synvisc. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in (B)(6) 2018, the patient commenced treatment with intra-articular synvisc one injection at a dose of 6ml once (indication, batch number and expiry date: unknown). It has caused her right knee to have a reaction with severe swelling and immense pain. The same day, after returning home from doctor's room where the synvisc one was administered patient found it difficult to stand on her right leg so applied ice packs and took paracetamol (panadol). It was reported that doctor had reviewed patient regarding her right knee which sadly got worse after synvisc one injection (on monday). After a bad night patient saw another doctor bring closer, in the morning, then traveling all the way to see first doctor. Patient was told to take codeine phosphate/paracetamol (panadeine forte) and naproxen. The good news was that she had seen doctor on day 2 and described being a lot worse on day 1 and being a bit better on day 2. Doctor was confident based on this progress (and the fact it was her second dose) that it was a mild allergic reaction to synvisc one (onset: unknown; latency: unknown). The differential which was always a concern was joint infection, but this was very unlikely to get really bad quickly and then settle down quickly. Based on this confidence doctor gave her 1 ml betamethasone (celestone) to the joint. Doctor prediction was that this would quickly make her knee a lot happier. The cases doctor had this happen before (a small handful) have still felt a good 3 months from synvisc after celestone chaser undoes the flare. Batch number was recorded just in case but doctor thought it would be allergy rather than bad product. There was a small chance she would keep getting worse and sadly this might mean needing antibiotics or even to attend hospital and considering a washout for infection, but doctor reckon by tomorrow morning she would know she was good again. Doctor also thought it means no more synvisc one as it would be too risky to repeat. However, fewer injections were planned this year given her walking loads were more modifiable. It was reported that patient felt it necessary to wrote and inform of her disappointment with her second injection of synvisc one. Patient then called doctor rooms to, and managed to see her on wed 21st. Enclosed was a copy of her findings in a letter to doctor. Patient had also seen a physio for some treatment, who gave her some exercises to do to help keep up her joint movement. Thankfully patient was feeling a little better and her symptoms have started to ease. However, patient felt company should be made aware of her cases hence she was writing. Patient was concerned the synvisc one might had come from a problem batch. Patient complained about an inflammation of the knee following a synvisc injection (onset: unknown; latency: unknown). Patient wanted to be reimbursed. As it seemed it was an allergic reaction and not a faulty product, comp rep didn't think we would reimburse. Furthermore, comp rep believed the synvisc injection was performed on (B)(6) 2018 and the patient letter was written on the (B)(6) 2018, and knowing it could take several weeks before patients felt the pain relief following a synvisc injection, this patient could have experienced a mild allergic reaction but still benefit from the pain relief (which wouldn't have had time to occur at the time the letter was written). Patient reported very quick response to following cortisone. Doctor's conclusion- likely mild allergic reaction on 2nd use of synvisc. No severe outcome but advise against re-use. Corrective treatment: ice pack, paracetamol (panadol), exercise, codeine phosphate/paracetamol (panadeine forte) and naproxen, betamethasone (celestone), cortisone for mild allergic reaction to synvisc; ice pack, paracetamol (panadol), exercise, codeine phosphate/paracetamol (panadeine forte) and naproxen, betamethasone (celestone) for all the events . Outcome: recovered for mild allergic reaction to synvisc; recovering/ resolving for other events seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 04-apr-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 15-may-2018 from a healthcare professional. Outcome and corrective for mild allergic reaction to synvisc was updated. Clinical course was updated and text amended accordingly. Additional information was received on 19-jul-2018. Final mir form was received and information was updated.

Event description:
Difficult to stand on her right leg [weight bearing difficulty] right knee got worse after synvisc one [condition aggravated] mild allergic reaction to synvisc [allergic reaction nos] ([swelling of r knee], [knee pain], [joint inflammation]) case narrative: based on the information received on (B)(6) 2018 the case became medically confirmed. This unsolicited case was received from australia on (B)(6) 2018 from a patient and other non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and the same day difficult to stand on her right leg and after unknown latency had right knee got worse after synvisc one and mild allergic reaction to synvisc. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in (B)(6) 2018, the patient commenced treatment with intra-articular synvisc one injection at a dose of 6ml once (indication, batch number and expiry date: unknown). It has caused her right knee to have a reaction with severe swelling and immense pain. The same day, after returning home from doctor's room where the synvisc one was administered patient found it difficult to stand on her right leg so applied ice packs and took paracetamol (panadol). It was reported that doctor had reviewed patient regarding her right knee which sadly got worse after synvisc one injection (on monday). After a bad night patient saw another doctor bring closer, in the morning, then traveling all the way to see first doctor. Patient was told to take codeine phosphate/paracetamol (panadeine forte) and naproxen. The good news was that she had seen doctor on day 2 and described being a lot worse on day 1 and being a bit better on day 2. Doctor was confident based on this progress (and the fact it was her second dose) that it was a mild allergic reaction to synvisc one (onset: unknown; latency: unknown). The differential which was always a concern was joint infection, but this was very unlikely to get really bad quickly and then settle down quickly. Based on this confidence doctor gave her 1 ml betamethasone (celestone) to the joint. Doctor prediction was that this would quickly make her knee a lot happier. The cases doctor had this happen before (a small handful) have still felt a good 3 months from synvisc after celestone chaser undoes the flare. Batch number was recorded just in case but doctor thought it would be allergy rather than bad product. There was a small chance she would keep getting worse and sadly this might mean needing antibiotics or even to attend hospital and considering a washout for infection, but doctor reckon by tomorrow morning she would know she was good again. Doctor also thought it means no more synvisc one as it would be too risky to repeat. However, fewer injections were planned this year given her walking loads were more modifiable. It was reported that patient felt it necessary to wrote and inform of her disappointment with her second injection of synvisc one. Patient then called doctor rooms to, and managed to see her on wed 21st. Enclosed was a copy of her findings in a letter to doctor. Patient had also seen a physio for some treatment, who gave her some exercises to do to help keep up her joint movement. Thankfully patient was feeling a little better and her symptoms have started to ease. However, patient felt company should be made aware of her cases hence she was writing. Patient was concerned the synvisc one might had come from a problem batch. Patient complained about an inflammation of the knee following a synvisc injection (onset: unknown; latency: unknown). Patient wanted to be reimbursed. As it seemed it was an allergic reaction and not a faulty product, comp rep didn't think we would reimburse. Furthermore, comp rep believed the synvisc injection was performed on monday 19th of march and the patient letter was written on the 22nd of march, and knowing it could take several weeks before patients felt the pain relief following a synvisc injection, this patient could have experienced a mild allergic reaction but still benefit from the pain relief (which wouldn't have had time to occur at the time the letter was written). Patient reported very quick response to following cortisone. Doctor's conclusion- likely mild allergic reaction on 2nd use of synvisc. No severe outcome but advise against re-use. Corrective treatment: ice pack, paracetamol (panadol), exercise, codeine phosphate/paracetamol (panadeine forte) and naproxen, betamethasone (celestone), cortisone for mild allergic reaction to synvisc; ice pack, paracetamol (panadol), exercise, codeine phosphate/paracetamol (panadeine forte) and naproxen, betamethasone (celestone) for all the events. Outcome: recovered for mild allergic reaction to synvisc; recovering/ resolving for other events seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 04-apr-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 15-may-2018 from a healthcare professional. Outcome and corrective for mild allergic reaction to synvisc was updated. Clinical course was updated and text amended accordingly. Additional information was received on 19-jul-2018. Final mir form was received and information was updated.